Event description:
When a physician used the subject device for hepatectomy, the ultrasonic output warning displayed and the subject device could not activate output. The physician replaced the subject device with a different unit of same model, but the subject device would not activate output, too. The physician stopped bleeding by ligation. The procedure was completed as scheduled. There was no pt harm reported.

Manufacturer narrative:
Since the subject device was not returned to olympus, olympus could not evaluate the device. The manufacturing history was reviewed, with no irregularities noted. Based on cases with the same model, we have considered as a possible cause of this case that seal components of the transducer was degraded due to continue to use a long period of time of more than 7 years, the water as entering the inside of the subject device in the autoclave. The ultrasonic output warning displayed and the transducer could not activate output. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on december 24, 2015. The subject device was returned to omsc, and the evaluation confirmed that the subject device worked without abnormality. Also the manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the cause of the event that the ultrasonic wasn't activated wasn't conclusively identified. This type of event is most likely related to the deterioration of the watertightness ability of the subject device. Based on the past similar cases, it is known that an ultrasonic wasn't activated due to an invasion of the water into the subject device. The subject device was manufactured eight years ago, and the security period of the subject device is one year.